Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer experienced hyperglycemia with blood glucose value 182 mg/dl. Customer treated high blood glucose with insulin drip. Customer reported they were able to clear the alarm. Customer stated they did not received request to rewind the insulin pump. Fill cannula was recorded in daily history. No further patient complications were reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery and pump error 63 alarm found on apr 25, 2022. Also, on case-(B)(4), svn#: (B)(6) - customer returned pump for an alleged possible under delivery and high bgs found on (B)(6) 2021. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. However, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. In further full review of the pump history/traces on the event date of apr 25, 2022, a bolus wizard delivery of daily total of bolus insulin delivered = 2.4 u bolus was recorded. There was no 1.6 u bolus programmed and recorded in the formatted history file for the event date. 04/25/2022 00:20:40.000 normal bolus delivered normal bolus amount programmed = 0.2 bolus amount delivered = 0.2 04/25/2022 01:03:36.000 normal bolus delivered normal bolus amount programmed = 0.3 bolus amount delivered = 0.3. 04/25/2022 01:16:49.000 normal bolus delivered normal bolus amount programmed = 0.2. Bolus amount delivered = 0.2. 04/25/2022 01:39:32.000 normal bolus delivered. Normal bolus amount programmed = 0.1. Bolus amount delivered = 0.1. 04/25/2022 01:58:43.000 normal bolus delivered normal bolus amount programmed = 0.1 bolus amount delivered = 0.1 04/25/2022 02:43:49.000 normal bolus delivered normal bolus amount programmed = 0.2 bolus amount delivered = 0.2 04/25/2022 03:47:10.000 normal bolus delivered normal bolus amount programmed = 1.3 bolus amount delivered = 1.3. However, pump error 63 alarm was recorded and found in the formatted history file on the (B)(6) 2022 04:23:41.000 and (B)(6) 2022 04:26:24.000. Unable to verify possible under delivery, bolus delivery and unexpected alarms/alert for the event date - (B)(6) 2021. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2022 13:08:00.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm was confirmed due to broken trace on u1 keypad assembly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Pump error 63 alarm was confirmed. Pump error 63 alarm during self test due to broken trace on u1 keypad assembly. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
It was reported that that the customer alleged under delivery as well. The insulin pump was returned for analysis.